Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the reservoir compartment was broken and unable to hold the reservoir in place. The insulin pump will not be returned for analysis.